Event description:
The customer stated that the unit failed to shock a shockable signal on a simulator. There was no patient connected to the device when they discovered the problem.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.